Event description:
It was reported that there was a note on the device that the pump read system error. Issue could not be duplicated and passed all functional tests and visual inspection using alaris system maintenance software. Device was placed back in service and sent for cleaning. There is no report of patient involvement.

Manufacturer narrative:
Correction on initial report: b.5, e.3 & h.6 patient code

Manufacturer narrative:
Cont'd from report source: area clinical technology manager. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had system error. There is no report of patient involvement.